Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a frayed pitch cable at the distal clevis hubg. There were also indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Evidence not conclusive, but the pulley damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during central processing, the user facility identified a shredded wire on the maryland bipolar forceps instrument. Nothing reportedly fell into the patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.